Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately fourteen (14) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet and a crack in the light blue main body. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that can cause the plastic components to become brittle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.